Event description:
A pediatric patient was being induced for a cranioplasty procedure to repair a skull defect. The induction was uneventful, other than a malfunction of the arrow 22 gauge pediatric angiopath (the radial artery catheterization set) during placement of the arterial line. The surgery team reports a very easy arterial puncture in the patient's left radial artery. Bright red blood back was seen in the syringe. The wire was able to be inserted very easily. The 22 gauge catheter was threaded over the wire with relative ease. The wire could not be removed. At that point the catheter was observed to be intact, but the wire would not come out. The surgery team attempted to remove everything together, but were unsuccessful. A kelly clamp was used to pull the catheter. A small tear was noted in the catheter. The kelly clamp was applied below the tear to attempt to pull the catheter from below. The catheter tore into two pieces, with a small portion still visible in the patient. The patient was evaluated by the doctor. A small cut was made in order to remove the catheter from the artery. Both pieces of the catheter were removed successfully. The wire associated with the kit completely unraveled.